Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Global transmitter final functional test was performed and the transmitter passed. The share log was reviewed but data is not available on g4 transmitters. The customer complaint of loss of connection could not be determined with the returned transmitter. The root cause could not be determined post investigation.